Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 99% stenosed chronically occluded target lesion was located in a moderate tortuous left common iliac artery. The lesion was predilated with an unknown device. A non-bsc stent was implanted. The sterling, mr, 8.0 x 60/135 (4f) balloon catheter was advanced for post dilation and on the first inflation ruptured at 10 atms. The stent was not dilated "properly" and the procedure was completed with a different device. There were no patient complications reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event 18 years or older. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).